Event description:
It was reported that a pump declared a cartridge alarm during the load process. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer, assisted by technical support, attempted to load a new cartridge but was unsuccessful as the alarm recurred. As a corrective action, technical support decided to replace the pump, and the customer planned to use multiple daily injections as backup therapy.